Manufacturer narrative:
Concomitant mecdical products: product ID 3389s-40, lot# va0hs82, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that their initial implant was initially done incorrectly and only three of the lead electrodes were function. Eventually the patient¿s extension was replaced, but that only worked partially since the patient still had to be on medication to function. After that time, the patient experienced shocking in their brain on and off. The entire system was eventually removed on (B)(6) 2016. The patient had a new implant surgery scheduled for (B)(6) 2016. The patient¿s indication for use is parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.